Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 275, 275, and 125 mg/dl when all tests were performed within 2 minutes on the advantage system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.